Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm),that the cardiosave intra-aortic balloon pump (iabp) has a broken cover on fiber optic connector. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue, replaced the upper panel assembly and listed labels to resolve the issue. There were no faults generated in relation to this event. The stm performed all functional check and validated the calibration. All tests passed within specs and no adjustments were required. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm),that the cardiosave intra-aortic balloon pump (iabp) has a broken cover on fiber optic connector. There was no patient involvement, and no adverse event reported.